Event description:
Same case as MDR ID: 2134265-2015-00893. (B)(4). It was reported that death occurred. In (B)(6) 2013, the patient presented with silent ischemia and patient was on antiplatelet medication (aspirin and clopidogrel) subsequently, index procedure was performed. The 90% stenosed, 60.0x2.25mm, de novo, eccentric, type c, diffuse lesion of more than 2cm in length, with timi 3 flow target lesion was located in the bifurcation area of moderately calcified and mildly tortuous proximal left anterior descending (lad) artery. The physician treated the lesion with pre-dilatation and placement of a 2.25x32mm and 3.00x32mm promus element¿ plus stent at 8 atmospheres and 16 atmospheres respectively, resulting in 0% residual stenosis with timi 3 flow. In (B)(6) 2013, the patient was discharged from the hospital. In (B)(6) 2014, the physician was notified via telephone call by the patient's family that the patient died.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).